Event description:
It was reported that, during a navio-assisted tka procedure, a camera infrared lamp error message appeared during femoral burring. They closed the error message and proceeded the case with a delay of less than one minute. No other complications were reported.

Manufacturer narrative:
The navio camera used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0002 rev c. The reported problem was confirmed. The camera showed the error code "camera infrared lamp is not working, this may result in limited field of view". The camera event log was evaluated. The event log shows multiple signs of illuminator faults. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿display or visual feedback problem¿ and "system hardware fault" and "functional - system hardware fault" identified similar events. The most likely cause of this event is electrical failure of the illuminator board. The camera is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.